Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer's blood glucose level was 169 mg/dl. The customer was assisted with trouble shooting and was walked through the proper method of changing the reservoir and infusion sets.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to cracked end cap. Unable to perform basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to prime fill anomaly. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip. No anomaly on logo noted.